Manufacturer narrative:
G2: foreign country - japan h3, h6: the probe was returned for evaluation. Physical damage was found. The returned probe was a blunt tip probe with no damage at the tip. The cable had been pulled at the strain relief on the connector end of the cable exposing the internal wires but no bare conductors. Otherwise, the probe was found to be fully functional when connected to a known good system. The probe displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument had a dull tip, it was deteriorated. There was also disconnection of the instrument.  There was no patient involvement. It was reported the disconnection of the instrument was due to degradation/deterioration.